Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the proximal left anterior descending artery that was 75% stenosed. Direct stenting was performed with a 3.0x15 mm non-abbott stent. Post-dilatation was performed with a 3.25x8 mm nc trek dilatation balloon. No resistance was felt during advancement of the balloon to the lesion. During inflation of the trek balloon to 1 atmosphere, a leak of contrast liquid was observed coming from the balloon probably due to a rupture or malfunction of the device. 20 minutes later, the patient developed a stroke (tia) marked by impaired elocution. It was stated that the cause of this stroke was probably due to air embolism. Today, 24 hours later, without any treatment, the status of the patient is improved, and the patient is beginning to speak normally. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The patient developed a stroke (tia) marked by impaired elocution. Although a conclusive cause for the reported stroke could not be determined, the relationship to the device, if any, cannot be determined and there is no indication of a product deficiency.